Event description:
When hooking up and testing the injector before utilizing it to pressure inject the patient, the tech attempted to purge the contrast. While performing this test and prepping the injector, an error that there was air in the line appeared. I went to check the injector to see if we could figure out what was going on, I attempted to purge the injector and contrast shot out of an area that should have been a closed system, the area where the contrast line connects to the manifold was leaking. We attempted to replace the high-pressure line with a new one and we were unable to tighten the connection at the manifold. It almost appeared that it was stripped and would not thread. We then decided to replace the entire syringe and use a new manifold with different lot numbers and a new pressure tubing with the same lot number and the same issue occurred. We were able to obtain a new high-pressure tubing with a new lot number and we no longer had any issues. The patient was not harmed during this issue, but it was a near miss.